Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec). Visibility/palpability: unable to observe. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: h3, h6.

Event description:
Healthcare professional reported right side device rupture and deformation. The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported right side device rupture and deformation. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side device rupture and deformation. The device has been explanted and replaced with another manufacturer's device.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.